Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately at 24.0 cm, 117.0 cm, and repeatedly kinked between 126.0 and 130.0 cm from the hub. The cat6 had multiple bends along its length. Conclusions: evaluation of the device revealed multiple kinks on the cat6 distal region. This type of damage may result from forcefully gripping the catheter when inserting the cat6 into a non-penumbra sheath. The distal kinks observed on the cat6 likely contributed to the resistance experienced during the procedure. Further evaluation revealed bends along the length of the cat6 and a proximal kink. These types of damage are likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician experienced resistance while advancing the cat6 through another manufacturer¿s 6f sheath and the tip of the cat6 became kinked. Therefore, the cat6 and sheath were removed and the procedure was completed using another manufacturer¿s 8f sheath and a cat8. There was no report of an adverse effect to the patient.